Manufacturer narrative:
The device was returned and investigated. The reported unintended movement and difficult clip delivery system (cds) advancement could not be replicated in a testing environment due to the returned device condition (clip detached from cds). The reported torn clip introducer (ci) was confirmed. Additionally, the actuator coupler was observed to be broken. In this case, as the actuator coupler was observed to be broken resulting in the detached clip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and a cause for the difficult to advance, and unintended movement of the clip resulting in ci tear cannot be confirmed. However, as the actuator coupler was observed to be broken resulting in the detached clip, possibly influencing the reported difficult to advance and unintended movement of the clip resulting in the ci tear, and thus appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed for irregular movement and torn clip introducer. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was prepared for use per instructions for use (IFU) and no issues were noted. The clip was pulled into the clip introducer (ci) without issue and the device was inserted into the steerable guide catheter (sgc). No issues were noted inserting the cds and the device was advanced. Resistance was then noted during advancement of the cds and angiography noted that the clip seemed to jump and dive, tearing the ci. The clip was pulled into the ci as much as possible and the cds was removed without difficulty. There was no damage noted to the sgc. There was no adverse patient effect. The sgc remained in the patient anatomy and a second cds was used without issue. There was no clinically significant delay in the procedure. No additional information was provided.